Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted, during an unrelated device changeout procedure due to normal battery depletion on (B)(6) 2018, the right ventricular lead was capped and replaced. The patient was stable throughout.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high pacing impedance. Additional anomalies were not noted. No intervention reported.